Event description:
The caller reported an issue with the incorrect time settings on their device. There was no adverse impact on the customer¿s blood glucose level, as previous settings did not result in blood glucose levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump's time and advised them to monitor for future discrepancies. The caller understood and acknowledged the guidance.